Event description:
For four pt samples, zero results have been reported for iga-2 and hglob for first run and automatic rerun. Re-measurement on another modular system generated expected results. The zero results were accompanied by a data flag notifying the user of a problem with the result. The root cause for this malfunction is a timing conflict when writing reagent and calibration parameter info to the core hard disk. A field correction for this issue has been initiated.